Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and per the account, the reported leak/splash appears to be related to the user technique and due to the way the physician was holding the dilator. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. The dilator and steerable guide catheter (sgc) was inserted in the patient. While aspirating the guide as the dilator was being removed it was noted that air began to aspirate. It was suspected that the physician was holding the dilator in a way that was keeping the hemostatic valve on the sgc slightly open. Once the dilator was completely removed, aspiration was continued and all the air was removed from the device and the sgc held column as usual. No air entered the patient and the procedure continued. Three clips were successfully implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.